Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited pacing failure in both bipolar and unipolar. The ra lead was turned off and replaced. No patient complications have been reported as a result of this event.